Event description:
The user facility reported that after deploying the angio-seal anchor while pulling back, the suture broke. They had to finish manually and were afraid to what place in the body the anchor would maybe migrate. The anchor stayed unfixed in the patient. Additional information was received on 03 feb 2022: a coronary angiography procedure was performed using a 6fr sheath. A pre-deployment angiogram was performed. The issue with the deployment was that the anchor did not grip and was lost. There was visual confirmation of the device showing the anchor missing. No testing performed to locate the anchor. The location of the anchor was in the vessel or subcutaneous tissue, most likely the vessel. Medical or surgical intervention was not performed to remove the anchor. Manual compression was performed for twenty minutes. There was no relevant blood loss and there was no noticeable damage to the device. The patient was in stable condition.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided . Ethnicity: requested, not provided. Race: requested, not provided. Explanted date: device was not explanted. Health professional - requested, not provided. Occupation - requested, not provided. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced in adverse event problem. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned to terumo medical corporation. The returned sample included the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.